Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of peripheral vascular disease (pvd)/calcium in the vicinity of the access site. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site because the presence of pvd/calcium in the vicinity of the access site could cause the balloon of the mynxgrip device to lose pressure and result in a pull through. Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that after the balloon was inflated to achieve temporary hemostasis, the balloon pulled through the artery and 6f procedural sheath, so manual compression was held for 15 minutes to achieve hemostasis. The device was being used for arterial closure following an interventional peripheral procedure. The device was prepped properly and purged of air. It is unknown whether or not the black marker on the inflation indicator was fully exposed during prep. It is unknown whether or not the stopcock was opened when the balloon was at the arteriotomy. It is unknown whether or not resistance was felt while inserting the device. It is unknown whether or not resistance was felt while pulling back to the arteriotomy. The patient was described as fine following the event and was discharged the same day. Additional information was requested but was unknown.